Manufacturer narrative:
Add'l info will be requested, and if received, will be provided on a supplemental report.

Event description:
The head nurse reported to the sales rep that: during the surgery, whilst the surgeon was drilling the per trochanteric plate, the item involved has bent. The surgeon ended the surgery using another item.